Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. No troubleshooting was completed because the customer had already reset the pump before contacting support.